Manufacturer narrative:
Date of event: exact date unknown, event occurred over two months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had not recharged and ipg was depleted. The patient underwent a replacement procedure, and was getting good coverage. The explanted ipg was discarded by medical facility.